Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The pin is broken at the lever. The damage may have been caused by heavy use and wear. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. It is unknown as to how many cycles this instrument has seen throughout its life in the field. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. Complaint information provided by (B)(6). Foreign country reporting source: (B)(4).

Event description:
It was reported the rasp handle does not function anymore because of a broken pin. No adverse events were reported as a result of the malfunction.